Event description:
Reporter stated that the patient obtained back-to-back results of 21.3 mmol/l and 7.1 mmol/l on the aviva system. Reporter noted that patient did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occured in other country.